Event description:
During an endoscopic procedure to treat an upper gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that the device "lost co2 [carbon dioxide] compression when triggered [unable to spray - subject of report]." Another hemospray device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was noted on the exterior of the device and within the nozzle. Powder was not noted within the tray. When tested as returned the device did not spray. Powder was observed swirling within the powder chamber during button compressions with the sound of co2 being released through the nozzle. Only small, inconsistent, puffs of powder exited the device during button compressions. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. The regulator popped following deactivation releasing the small metal ball bearing, spring, lance, black o-ring, and white o-ring. A visual examination of the lance showed it to be beveled; however, as the black o-ring was ejected from the handle, its positioning could not be confirmed. The inspection of the co2 cartridge and lance confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). Due to the regulator components being ejected the handle was not able to be tested with a new co2 cartridge or with a new activation knob. For further evaluation the handle was disassembled, and the tubes were disconnected for removal of any powder. No build up of powder was present in the front tube connecting the on/off valve to the powder chamber. Loose powder without clumps was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center downtube, cannula, and diffuser plate found them to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, powder was observed around the base of the activation button and around the orange o-ring inside the valve. Powder was also noted within the low pressure valve peg which connects to the back tube. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was a build up of powder within the low pressure valve. The cause of the powder build up is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.